Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reporting "during explantation, the implant capsule rupture". Physician has confirmed the reported events. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13aug2024.

Event description:
Patient reporting "during explantation, the implant capsule rupture". Physician has confirmed the reported events. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reporting "during explantation, the implant capsule rupture". Physician has confirmed the reported events. Device has been explanted and replaced with a non-allergan device. This relates to the left device.